Manufacturer narrative:
Age, weight, ethnicity: information unknown/ not provided. Date of event: date unknown/ not provided. If implanted, give date: unknown/not provided. It is unknown if the lens was implanted. If explanted, give date: unknown/not provided. It is unknown if the lens was implanted; therefore, it is unknown if explanted. Telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported that the lenses were defective. No information regarding patient involvement or patient injury have been provided, nor about material availability. No medical intervention reported. No further information has been provided. This report is for the third lens. Separate reports are being submitted for the other reported lenses.